Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) confirmed the 'under speed' message. He replaced the roller pump circuit board module. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the roller pump displayed an 'under speed error' message. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump and performed release testing. The unit operated to the manufacturer's specifications.